Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited far-field oversensing of the patient's r-wave on the right atrial (ra) lead channel. Technical services (ts) analyzed device episode data and suggested reprogramming as troubleshooting. No adverse patient effects were reported. Currently, this ICD system remains in service.